Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals, multiple non sustained ventricular tachycardia (vt) episodes that appeared to be noise, and no capture. An x-ray revealed that the lead rv lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2014. (B)(4).